Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was found that an e224 error code, intermittently displayed on the monitor due to a faulty cable. A worn label was also noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image on the 4k camera head was very dark. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The following fields are being corrected based on the available information at the time of the initial report submission: e2/e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e224 error occurred and an image was not temporarily displayed because communication failure occurred due to faulty cable. However, a definitive root cause cannot be established. The event can be detected/prevented by following the instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.